Manufacturer narrative:
Product complaint #: (B)(4). Updated sections on this medwatch report: d9, g3, g4, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Preliminary pictures of the device involved were provided, however, the visual analysis has not been completed. Additional information will be submitted within 30 days of receipt. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombus removal at the m1 of the middle cerebral artery for acute ischemic stroke (ais), a 5x33 embotrap ii revascularization device (et009533, 20m016av) was used together with a react71 suction catheter as a combined technique to remove thrombus. The physician attempted to remove the embotrap from the suction catheters outside the patient, however, it was not able to. Tici3 was obtained during the first passing therefore, the embotrap was not used as the second passing. The customer states there is no additional information available.

Manufacturer narrative:
Product complaint #(B)(4). Section e1: initial reporter phone: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombus removal at the m1 of the middle cerebral artery for acute ischemic stroke (ais), a 5x33 embotrap ii revascularization device (et009533, 20m016av) was used together with a react71 suction catheters as a combine technique to remove thrombus. The physician attempted to remove the embotrap from the suction catheters outside the patient, however, it was not able to. Tici3 was obtained during the first passing therefore, the embotrap was not used as the second passing. Additional information was received indicating that the withdrawal was performed as per the instructions for use (IFU). No excessive force was applied to the device. Adequate flush was maintained through the devices. The visual review of provided photographs of the device involved showed no visible damage to any part of the embotrap device. There was no damage visible on the shaft of the device, no damage to the struts of the inner channel or outer cage of the device, and all gold markers were present and undamaged. The embotrap radiopaque distal tip and proximal coil were undamaged and all bonds/joints were present and correctly formed. A review of the manufacturing documentation associated with this lot 20m016av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The review of the provided photographs indicated that there is no visible damage to the reported embotrap device. The initial examination of the returned embotrap device identified no deformation or damage at any location on the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The complaint event description reported that following a successful first pass where tici 3 was achieved the physician was unable to remove the embotrap device from the aspiration catheter outside the patient. Potential causes of this include: attempting to advance the embotrap device forward, in its fully expanded state, out of the distal end of the aspiration catheter. Lock up of the device within the aspiration catheter following clot retrieval because of excessive clot burden. Interaction between the distal tip of the aspiration catheter and the embotrap device. The aspiration catheter used during the complaint event was not returned and no damage to the aspiration catheter distal tip was reported, therefore it cannot be determined that the complaint event was a result of an interaction between the embotrap device and the distal tip of the aspiration catheter. As a tici 3 result was reported in the complaint event description, the embotrap device with clot was likely withdrawn into the aspiration catheter to some degree. If the embotrap was withdrawn along a significant length of the inner lumen of the aspiration catheter, along with a significant volume of clot burden, this could result in the embotrap and clot burden becoming stuck within the aspiration catheter. The degree the device was withdrawn into the aspiration catheter, and the volume of clot burden withdrawn along with it were not mentioned in the event description therefore it can not be determined if this was the cause of the complaint event. Simulation of attempting to advance the embotrap forward out of the distal end of the aspiration catheter was performed on the bench using a sample embotrap device, sample microcatheter and sample intermediate catheter to recreate the complaint event. The sample embotrap device could be advanced out of the intermediate catheter when only two body segments of the device were withdrawn within the inner lumen of the aspiration catheter. When the full body section of the embotrap device was withdrawn into the inner lumen of the aspiration catheter, advancement of the embotrap was unsuccessful. Failure to advance the embotrap device from the intermediate catheter is to be expected, as the device is not to be advanced in a deployed state following deployment from the microcatheter. This warning to not advance the device in its deployed state is stated in the embotrap IFU. It is concluded that the cause of the resistance to removal of the embotrap device from the aspiration catheter cannot be determined from the examination of the returned device. Based on the investigation completed and review of the complaint details the probable root cause(s) are procedural or ancillary device related, such as: a) the device was attempted to be advanced from the aspiration catheter while in a deployed state (in contradiction to the IFU), combined with a potentially excessive clot burden, resulting in a failure to remove the device b) an interaction between the device (and clot burden) and the aspiration catheter tip, due to causes unknown, which prevented the physician from removing the device. However the actual root cause cannot be confirmed from the data provided. There is no indication that this complaint was as a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The visual review of provided photographs of the device involved showed no visible damage to any part of the embotrap device. There was no damage visible on the shaft of the device, no damage to the struts of the inner channel or outer cage of the device, and all gold markers were present and undamaged. The embotrap radiopaque distal tip and proximal coil were undamaged and all bonds/joints were present and correctly formed. A review of the manufacturing documentation associated with this lot 20m016av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Conclusion: the review of the provided photographs indicated that there is no visible damage to the reported embotrap device.